Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, when they went to place the clip onto the tissue, the clip would not open. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; (the clip was mashed on bushing and failed to release from the catheter).

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the clip assembly was mashed onto the bushing. The control wire was not attached to the clip assembly. The clip assembly could not be deployed and the prongs could not be opened or closed. In addition, the over sheath and sheath grip were not returned with the device. The reported event of clip would not open was confirmed through analysis of the returned device. In addition because the clip was mashed on the bushing the clip was unable to be release from the catheter during attempted functional testing. A definitive root cause for the damage to the device was unable to be determined. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.